Manufacturer narrative:
The device was put through and passed a series of automated tests which verified functionality, and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information in (B)(6) 2011 that this local representative contacted technical services to ask about the elective replacement indicator (eri) values based on voltage and charge time. The device's monitoring voltage is 2.51 volts associated with a charge time of 10.5 seconds. Technical services asked about the voltage around the (B)(6) 2008 timeframe. The local representative reported that the monitoring voltage in (B)(6) 2008 was 2.8 volts. Subsequently, boston scientific received information that this device was electively explanted and replaced in (B)(6) 2011 due to normal battery depletion. The device was received at boston scientific's return products department for laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by bostons scientific's post market quality assurance laboratory. Engineering calculations determined that this device's current drain may be excessive. The device is undergoing detailed analysis to verify the initial laboratory findings.